Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that imprecision is being seen with the imx tacrolimus ii assay. Patient #2 generated results of 21.8, 5.8, and 15.2 ng/ml. Controls have been within specification. There is no impact to patient management reported.